Manufacturer narrative:
(B)(4). The unit was powered off and turned back on but the issue remained.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the display on the pump went blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He installed a loaner pump. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to verify the reported complaint. He observed the pump to operate as intended throughout the evaluation.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the complaint. The small display assembly, pump pod, and display ribbon cable were replaced as a precaution. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.